Event description:
The customer reported that the charge button on the defibrillator did not work. There was no report of negative pt impact. A back up defibrillator was used to deliver energy.

Manufacturer narrative:
(B)(4): the customer reported that the charge button on the defibrillator did not work. There was no report of negative pt impact. A back up defibrillator was used to deliver energy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.